Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had problems with the leads moving. The spinal cord stimulator (scs) was implanted in (B)(6)1999. The leads moved once and the patient had a revision in june 1999. The leads moved again and the patient had another revision in (B)(6) 2000, and then finally had the scs removed in 2003. Further follow-up is being conducted to determine the lead serial numbers, what troubleshooting or diagnostics were performed, and if the cause of the leads moving was determined. If additional information is received, a follow-up report will be sent.